Event description:
It was reported the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. When the device was deployed, the device expanded with multiple inverted struts. During recapture and removal, there was significant resistance when trying to pull the device back in to the was. The was and device were removed and a new double curve was and 30mm device were used to successfully complete the case. There were no complications to the patient.